Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. At this time no changes have been made to the pacemaker and it continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.